Manufacturer narrative:
The evaluation revealed the drill to be the primary product. An investigation was not possible because the drill was not available, the root cause of the drill breakage could not be determined. No deviations were found during review of the manufacturing and inspection documents (DHR). The drill was documented as faultless prior to distribution. Several issues can cause a drill breakage like drilling with too high speed, drilling without a drill guide, hitting the implant, bending forces during drilling, too long drill chosen. All these points are listed as warnings and precautions in the IFU. If one or more of these points caused or did contribute to the breakage cannot be excluded. Based on the DHR review a manufacturing issue can be excluded. The case is attributed to a user error. No nonconformity identified.

Event description:
During variax foot surgery (lisfranc fracture), drill bit broke. The tip of the broken drill remained in the patient. The surgeon is concerned about the piece of drill. The surgeon wants to remove the tip of drill with implant extraction. He is worried about the method since the 16mm locking screw is inserted in front of the broken piece of the drill.

Event description:
During variax foot surgery (lisfranc fracture), drill bit broke. The tip of the broken drill remained in the patient. The surgeon is concerned about the piece of drill. The surgeon wants to remove the tip of drill with implant extraction. He is worried about the method since the 16mm locking screw is inserted in front of the broken piece of the drill.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.